Manufacturer narrative:
The lens was returned with moisture in a microcentrifuge vial. Visual inspection found only a portion of lens was returned. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -14.0/2.5/001 (sphere/cylinder/axis), implantable collamer lens, was implanted into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was removed due to excessive vault. It was reported that on (B)(6) 2019 a shorter length lens was implanted and the problem was resolved. In the reporters opinion the cause of this event is unknown.